Event description:
It was reported that the patient was having abdominal pain post operative following a permanent implant procedure of spinal cord stimulator (scs) system. There were no signs of neurological deficits. The physician decided to replace the thirty-two contacts paddle lead to a sixteen contacts paddle lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35450835.

Event description:
It was reported that the patient was having abdominal pain post operative following a permanent implant procedure of spinal cord stimulator (scs) system. There were no signs of neurological deficits. The physician decided to replace the thirty-two contacts paddle lead to a sixteen contacts paddle lead.

Manufacturer narrative:
Sc-8336-70 (sn: (B)(6)). The returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 (ln: 35450835). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.